Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with moderate tortuosity and moderate calcification. During the procedure, there was a leakage observed in the copilot. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.